Event description:
I purchased stain away plus denture and partial cleanser, manufactured by regent labs inc (B)(4). It states clearly on the box it is safe to use on all partials and dentures on a daily basis. I used one capful of this powder to soak my partials and the pink area of my partials was completely destroyed and bleached white. The cost to repair my partials is over (B)(6). I contacted the company to ask the ingredients in this product and they claim it is the same as polident and will not disclose the ingredients. My dentist has the product in his possession and is currently analyzing the ingredients for safety. My partials are made of high quality lucitone 199. This product is defective, dangerous to the consumer and needs to be pulled off the shelf.